Event description:
A malfunction occurred in conjunction with the use of an oxygen concentrator. The origin of the malfunction was determined to be associated with a pressure control board connector that was likely not fully engaged onto the pressure control board header. The unit had 30,222 hours on it at the time of the incident, and was serviced by the customer at 30,173 hours, just 49 hours prior to the incident. It is suspected that the servicing activity likely disrupted the connector, allowing the high resistance and increased temperatures to begin. The higher resistance and increased temperature initiated localized burning that self-extinguished as the oxygen within the unit was depleted. There was no pt injury or property damage associated with this incident. The damage was contained within the envelope of the device.